Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that an x-ray was taken and a fracture was visable for the rv lead. The x-ray yielded inconclusive results for the ra lead. It was also noted that during the revision procedure both the ra and rv lead were tested on the pacing system analyzer (psa) which yielded the out of range measurements.

Event description:
Boston scientific received information that the remote monitoring system issued an alert for high out of range pacing impedance measurements on the right ventricular (rv) lead and right atrial (ra) lead. Subsequently the patient was brought into the clinic where oversensing of noise leading to pacing inhibition with less than two seconds of asystole was seen on both the ra and rv channels. The patient did receive inappropriate anti-tachycardia pacing (atp) due to the noise. Subsequently the patient underwent a revision procedure where the device was explanted due to a concern over a loose header connection. The rv lead and a portion of the ra lead were also explanted due to a concern over a fracture on each lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 297 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.